Event description:
Manufacturer received device tracking information indicating the vns patient had undergone a second implant surgery. However, no report of the reason for explant of the original system was received. Upon further investigation, it was discovered that the patient's original ncp system was explanted three days post implant due to infection. The patient was reimplanted 8 years later. Report is incomplete because attempts to obtain additional information from explanting physician facility have been unsuccesful to date. It was reported that the patient's medical records from that time perior were in storage.